Manufacturer narrative:
Findings: unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform excessive no delivery test or occlusion test due to prime anomaly. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. Unit received with broken reservoir tube lip. Unit received with cracked battery tube threads.

Event description:
The customer's reported via phone call indicating that the insulin pump alarm motor error during basal. Customer's blood glucose was 357 mg/dl. The customer's nurse tried a bolus and got a no delivery. Customer does not use the sensor feature on the pump. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer would like to bypass the high blood glucose troubleshooting and the no delivery alarms for they call the healthcare provider and know what is causing the issues.